Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient fell about a month ago and about 10-14 days later they determined that they had a big deep bruise at the implant site. The patient then went to the emergency room as directed by their healthcare provider and were told that everything looked intact. The patient reported that the day before the night before they had to get up several times during the night and it was hurting in their vagina and felt a shocking sensation going down their left leg all the way to their toes. The patient stated that they were told by their healthcare provider that they had a diabetic bladder and were directed to call in for programming guidance. General programming was reviewed however the patient stated that they were expecting more specific information on which program to use and which setting. No further complications were reported.